Manufacturer narrative:
Product analysis#: 702901279. Concomitant medical products: product ID: 8596sc, serial#: (B)(4), explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot#: (B)(4), ubd: 16-apr-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen via an implanted pump. Medical records were received from the hospital on (B)(6) 2020 and the patient¿s old device was removed on (B)(6) 2017 because of a baclofen pump infection. Per the medical records from (B)(6) 2017 the patient had an admitting diagnosis of a seroma. The plan was to remove the left intrathecal baclofen pump and catheter. The pre-operative and post-operative diagnosis were baclofen pump infection. It was noted in the pre-operative notes the patient presented with a draining baclofen pump wound in the emergency room and the surgery risks were discussed. It was noted the patient likely had a break in his intrathecal catheter leading to a cerebrospinal fluid (csf) seroma that leaked and became infected. The patient went through withdrawal symptoms for several days after his pump replacement. During the procedure, antibiotics were given and his one-inch incision was re-opened on his back with a 10 blade. Bovie electrocoagulator was used to coagulate down exposing the anchor and the intrathecal catheter. It was removed in its entirety, and the purse-string was tightened so there would no spinal fluid leak. The catheter was then cut. The wound was then irrigated and closed with absorbable sutures. The baclofen pump incision was then opened, and the pump and the rest of the intrathecal catheter were removed. Deep cultures were sent. The wound was infiltrated with marcaine, irrigated, debrided and closed. No complications occurred during the case. The patient was discharged on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
The pump and catheter were returned and passed all testing in the laboratory and no significant anomalies were identified. Product ID 8596sc, serial# (B)(4), explanted: (B)(6) 2017. Product type catheter. If information is provided in the future, a supplemental report will be issued.